Manufacturer narrative:
MFR's report date: 03/09/2011. (B)(4). Additional info provided by the director of nursing/pt safety concluded there is no correlation between the hanging of the nitroglycerine drip and the pt coding. The nurse did not document correctly on the pt's chart. No logs or data set will be sent as the customer declined an investigation. The device will not be returned for eval.

Event description:
It director requested assistance with identifying programming info in the device event log because a pt admitted with chest pain was put on a nitroglycerine drip and within 15 minutes of starting the drip the pt coded. The pt survived and was awake and alert. The pt had st segment elevation on EKG and was treated during cardiac catheterization with a stent implanted for a blocked coronary artery.